Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefor not explanted. First name: unknown/ not provided. (B)(6). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification.  Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens popped out of the inserter unexpectedly. Through follow-up we learned that the surgeon (B)(6) injected the healon and then advanced the plunger to the marker during the preparation stage. He then moved to the eye of the patient and when he was about to implant the lens it popped outside so another lens was used instead without any reported problems. No additional information was provided.